Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation of complaint reference pr (B)(4); however, the customer provided a photograph (appendix 1) which confirms that they experienced a breakage of a spike component inside a bbraun ecoflac fluid container. The customer has indicated that the product involved was a (B)(4) product from lot 1018238. A review of the production records for lot 1018238 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Previous investigations have replicated spike breakages by inserting or removing the spike from the insertion port at an angle. This can lead to the spike being pushed into the side wall of the port, exerting a lateral force upon the spike which subsequently causes breakage. It is recommended that the spike is pushed or removed straight into or from the port which ensures that it is not subjected to this effect. Bd have designed and chosen spike materials and processing methods that allow the spike to be inserted with enough force to be held securely, but still allow removal. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 72987ne product in the past 12 months.

Event description:
It was reported that a amber secondary set, vented, bcv experienced component separation during use. The following was reported by the initial reporter: 'I would like to point out that today a therapy (oxaliplatin) for rupture was sent to me by the day hospital. From the analysis we found the rupture of the spike of the oncological secondary set (ref: 72987ne). A part remained inside the elastomer of the ecoflac. I am attaching the photos. You don't see much because unfortunately we couldn't remove the contaminated ecoflac from the bag lot: 1018238 exp. 06/2023".